Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, when the cartridge was empty, the customer withdrew approximately 30 units of insulin from the cartridge. Reportedly, the cartridge was filled with 250 units of insulin. Blood glucose level was 154 mg/dl.